Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via device tracking, the reason for bilateral device removal as "rupture." Manufacturer of the device is unknown. Device has been explanted. This is the right side record.